Event description:
A (B)(6) female pt's caregiver contacted zoll lifecor customer support twice to report the same issue with two separate electrode belts. The caregiver stated that the wires have come out of the tactile alarm on the pt's belt each time. The pt's electrode belt was replaced.

Manufacturer narrative:
Returned to MFR on: electrode belt sn (B)(4); electrode belt sn (B)(4): 08/10/2010. Electrode belt sn (B)(4); electrode belt sn (B)(4): 03/2010. Electrode belt sn (B)(4); electrode belt sn (B)(4): 08/10/2010. Device evaluation summary: device evaluation of belts sn (B)(4) and sn (B)(4) have been completed. The reported problem (damaged wires) has been confirmed. Belt (B)(4) was found to have the cable from the rear therapy electrode pad to the distribution node pulled from the distribution node. Belt (B)(4) was found to have the cables from the rear therapy electrode pad to the distribution node and from ECG c to the distribution node both pulled from the distribution node. The root cause of the damaged cables was likely a result of excessive force. No adverse event resulted form the damaged cables. The pt received a replacement electrode belt.